Manufacturer narrative:
97755-s, sn (B)(6) was returned for product analysis. Analysis found "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they would charge their implanted neurostimulator and it would say the controller was charged, but when they went to use the controller to charge the implant it would run maybe a half hour and then say it needed a new battery. Patient did not recall what the message said. Patient said the issue had been going on for a couple months, probably this year. Patient mentioned they had tried resetting the controller a couple times, but that did not resolve the issue. Patient confirmed there were no issues charging the controller from the wall outlet. Patient inspected recharger cord/plug and controller port, but did not see any damage. Patient denied the recharging antenna getting hot. Patient started a charging session of their implanted device and reported seeing no device found. Patient pressed recharge and was unable to advance past checking the rechargers screen. Patient tried pressing recharge again but was still unable to get past this screen. Patient unplugged recharger and blew air into the controller port, but still could not advance past checking the recharger. The issue was not resolved through troubleshooting. A repair request was sent to replace the recharger. Patinet would call back if battery message persists. No symptoms were reported.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt (patient) called back stating they got a new rtm (recharger telemetry module) but still got the same message. The pt was recharging the implantable neurostimulator (ins) and it would say battery low replace controller battery soon.